Event description:
During deployment of a zenith fenestrated aaa endovascular graft distal bifurcated body into the right common iliac artery for the treatment of iliac occlusion, the black trigger wire mechanism got stuck and wouldn't come out. The user tried twisting it without success. Then pliers were used to pull the wires out. The wires came out easily. The white trigger wire couldn't be removed because the black trigger wire mechanism was stuck on the delivery system. This wire was also pulled out with pliers. The case ended up going as planned following this. The device was successfully deployed and remains in the patient as intended. The patient did not require an additional procedure due to this occurrence, however it did add approximately 40 minutes to the procedure time.

Manufacturer narrative:
Manufacturing records were reviewed and found to be complete and correct. The returned device was evaluated. The black release mechanism was twisted so that the wires were not on the flat/chamfered side of the handle, while the white release mechanism was placed and the inner surface of the release mechanism also had scratch marks. The black release mechanism was placed over the handle, with the wires held in the correct position on the flat side of the handle, and no resistance was felt in moving it forwards and backwards. Resistance was experienced when the wires were twisted on the handle of when the three wires were bunched/twisted on the flat side. The twisting of the black release mechanism and wires is the most likely cause of the difficulty experienced during the procedure. One side of the handle is flat/chamfered to allow for placement of the trigger wires, however if the wires were not sitting correctly, resistance would be felt. Because the release mechanism was twisted during attempted removal, the exact position of the wires at the time is unknown. The incorrect placement of the wire's most likely occurred during loading, where it is possible that the wires were not on the flat side of the handle, or that the wires were bunched/twisted on the flat side, creating the resistance experienced. The relevant stent supervisor has been informed and retraining was performed. (B)(4), and there is no evidence that other devices are affected. Complaint history is always checked during a complaint investigation to ensure trends are constantly monitored.

Event description:
Additional information:" during deployment of a zenith fenestrated aaa endovascular graft distal bifurcated body into the right common iliac artery for the treatment of iliac occlusion, the black trigger wire mechanism got stuck and wouldn't come out. The user tried twisting it without success. Then pliers were used to pull the wires out. The wires came out easily. The white trigger wire couldn't be removed because the black trigger wire mechanism was stuck on the delivery system. This wire was also pulled out with pliers. The case ended up going as planned. Following this, the device was successfully deployed and remains in the patient as intended. The patient did not require an additional procedure due to this occurrence, however it did add approximately 40 minutes to the procedure time.

Manufacturer narrative:
(B)(4).